Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the root cause of the reported event could not be determined, as the device was not returned to olympus for evaluation. Additional follow-up with the customer confirmed that the issue was resolved. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the lamp on the evis evera ii xenon light source stopped working during a laparoscopic gallbladder surgery. According to the initial reporter, there was no patient injury and they were able to complete the procedure.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Customer stated that the light failed during the procedure. Customer then replaced the lamp with an olympus-approved replacement, but it still did not power up. Tac started trouble-shooting with the customer by checking the overall power supply, plugs, and cabling. Ultimately, tac believed this issue might have been caused by a bad fuse, so tac provided the replacement part number for that fuse. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.